Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 172 mg/dl. The customer was assisted with the troubleshooting. It was stated that the customer was swimming with the insulin pump. It was also stated that the display did not return after restart and contacts on the battery cap were neither missing nor damaged. The insulin pump will be returned for the analysis.